Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and infection (late onset). These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side ¿wants to know if her implants are part of the recall¿, ¿deflated¿, ¿one of her implants started leaking and fluid was coming out like she was breastfeeding¿, ¿little cyst and infection¿, ¿can see indentations on both breasts with any movement¿, ¿can actually see and feel the implant bag moving around¿ and ¿when she touches her breasts they feel weird and disgusting.¿ device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side ¿wants to know if her implants are part of the recall¿, ¿deflated¿, ¿one of her implants started leaking and fluid was coming out like she was breastfeeding¿, ¿little cyst and infection¿, ¿can see indentations on both breasts with any movement¿, ¿can actually see and feel the implant bag moving around¿ and ¿when she touches her breasts they feel weird and disgusting.¿ device remains implanted.